Event description:
Upon troubleshooting with the manufacturer, it was discovered that segments were missing from the 1s column of the advantage meter's result display. No adverse event reported. Requested return of suspect device and replacement was sent.